Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was able to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displays a white screen and the service indicator is present. A white screen is indicative of a lock up which could cause a delay and defibrillation therapy may not be able to be delivered, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the system controller and user interface pcb assemblies, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to a physically damaged resistor, designator r160. The resistor became damaged by the emi shield, which had broken off of the pcb. The removed system controller pcb assembly was an ancillary part and there was no failure of the assembly.